Manufacturer narrative:
The affected complaint device was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. A clinical evaluation indicated that without the requested supporting clinical documents a thorough medical investigation cannot be rendered. Should information become available this task can be re-assessed. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a periprosthetic fracture occurred due to patient fall. Revision surgery was performed. The stem was removed.